Manufacturer narrative:
The technician noted that the device had a loose lever, and it was causing unintended activation.

Event description:
It was reported that during testing conducted at the user facility, the device had a loose safety switch, a condition that has potential for unintended activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during testing conducted at the user facility, the device had a loose safety switch, a condition that has potential for unintended activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.